Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the lot number is unknown, similar items were inspected at the manufacturing site, and only those that pass the inspection were shipped. Based on the results of the legal manufacturer's investigation and from the attached photos in the complaint information, it was confirmed that the probe was broken. Though the exact cause of the event could not be exclusively identified, based on past investigation results, the reported phenomenon was found to have occurred due to contact with a surgical instrument or the non-insulated area of grasping section. The instruction manual identifies the following related verbiage (drawing number and revision number of IFU: rc4485 06): ¿ do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation. ¿ the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone. ¿ do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information is not yet available for this event. The urologists at the facility will not use this device for any procedure any more. The device has been discarded by the facility. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during a urology procedure, the device probe broke off into the patient. The broken piece was retrieved. There was no harm or adverse impact to the patient. The procedure was completed with another similar device with no delay. The device was suspected to have over heated.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Software version of usg-400 was ver. 2.00. The device intelligent tissue monitoring (itm) was on as is usual. The user does not understand the characteristic of itm (it is a support function, and there is a possibility that itm cannot detect the tissue already cut). The procedure was laparoscopic prostatectomy. The device was in use for two hours when the broken probe event occurred.